Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "new bag of 100ml of d23 plus additives was hung with a rate of 0.34ml/hr. At 2049. At 2206, the 100ml bag was noted to be empty. The environment was checked for leaks (none). Patient's labs indicate patient received the fluids. The alaris pump was sequestered and checked by our healthcare technology management department and no free flow or warnings were detected." Bd received additional information. It was reported the hospital ¿ran diagnostics¿ and could not identify a cause and a visual inspection of the device, associated tubing and surrounding area did not suggest a leak. Although multiple requests have been made, no additional information has been provided to date.

Manufacturer narrative:
Additional information: unique identifier (UDI) #, medical device serial #, device available for eval? Returned to manufacturer on, device eval by manufacturer? Device manufacture date, imdrf annex a, g, b, c and d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary the reported incident of an over infusion of d23 plus additives was not confirmed through review of the logs or replicated during device testing. ¿ the retrieved associated device logs showed on (B)(6) 2024 at 8:49 pm, an infusion for a drug with the alias ¿ivfmixture¿ (identified as ivf maintenance/tpn) was programmed and started on the suspect pump module s/n: (B)(6). The infusion rate was 0.34 ml/h and the volume to be infused (vtbi) was 100 ml. O at 10:06 pm, the unit was channeled off and the system powered down. O the total volume infused (tvi) was calculated at 0.434 ml. This was obtained by subtracting 14.586 ml (the volume at the start of the infusion) from 15.02 ml (the volume at the time the unit was channeled off). ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. ¿ the inspection and testing of the pump module did not find any existing malfunctions. The suspect pump module was found to be infusing within specifications and did not show any signs of unregulated flow occurring. ¿ due to the facility¿s request to perform only non-destructive testing, the internal inspection of the device was not performed. Root cause: the root cause of the reported over infusion of d23 plus additives was not determined. No anomalies were observed with the pump module that would contribute to the reported event. The returned pump module was found to be infusing within specification during testing. Note that this report lists imdrf annex a04052, g0405203, g02017, c0601, d01 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "new bag of 100ml of d23 plus additives was hung with a rate of 0.34ml/hr. At 2049. At 2206, the 100ml bag was noted to be empty. The environment was checked for leaks (none). Patient's labs indicate patient received the fluids. The alaris pump was sequestered and checked by our healthcare technology management department and no free flow or warnings were detected." Bd received additional information. It was reported the hospital ¿ran diagnostics¿ and could not identify a cause and a visual inspection of the device, associated tubing and surrounding area did not suggest a leak. Although multiple requests have been made, no additional information has been provided to date.